Event description:
A ballard medical sales rep was notified by the facility that the numbers on two catheter product sizes were coming off during the 24 hrs of use and when they have used the devices longer than 24 hrs. The site stated that they were not able to see the number for measured suction. No pt injury or medical intervention were reported. Ballard medical has no first hand knowledge of the allegations, but is relaying info rec'd from outside sources pursuant to federal regulations.

Manufacturer narrative:
The allegedly defective devices are expected, but have not been returned for eval. The devices are labeled for up to 24 hrs use. In the report, the facility stated that they do not use the devices longer than the specified time. No conclusion can be made at this time. A supplemental medical device report will be field after receipt and eval of the devices.